Manufacturer narrative:
The device was received fully deployed with evidence of corrosion observed through the bottom housing and discoloration observed through the top housing. Upon removal of the top housing, corrosion was observed on the piezo, mechanism spring, reservoir cap, bottom battery, and fill rod. Fluid stains were also observed on the mechanism rail and commutator cap. The observed corrosion resulted in all three battery voltages measuring lower than expected and requiring an external power supply to download the pod data. The device generated an 0x40 hazard alarm, indicating the rotational sensor maximum open count was exceeded. A failure to transition in the rotational sensor data was also observed, indicating a rotational sensor malfunction occurred. During investigation, fluid was observed to leak from a tear in the unexposed portion of the soft cannula. This internal cannula tear and subsequent fluid leak resulted in the observed corrosion and fluid stains on the commutator cap, which caused the 0x40 hazard alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone16.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 400 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula and corrosion within the device. The device was originally reported for a pod hazard alarm during operation. No treatment was reported.